Event description:
The patient received an scs system including a percutaneous lead and an ipg on (B)(6)2009. It was reported the patient had not been receiving stimulation in the desired areas. The patient's lead was surgically repositioned after two months of use. No product was removed during the repositioning; therefore, no product was returned to the manufacturer for analysis. Follow up on the patient found no further issues reported.

Manufacturer narrative:
Evaluation: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. A review of the DHR found a nonconformance related to the product, however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 days reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.